Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-11. Investigation summary: bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results - elevated zinc values were observed. We do not have the capability for veterinary clinical investigations, therefore this product was tested with human subjects for this evaluation. There were no difficulties encountered during collection. Bd was unable to duplicate the customer¿s indicated failure mode, elevated zinc values. The submitted customer and retain lots (including a control lot) were referred to quest diagnostics laboratories for zinc analysis. All samples yielded results within the referring laboratory¿s reference range of 60-130 mcg/dl. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results - elevated zinc values. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results - elevated zinc values were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® trace element serum plus blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "unexpected higher than usual zinc values in veterinary samples. For 8 weeks, they see elevates zinc values. ".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® trace element serum plus blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "unexpected higher than usual zinc values in veterinary samples. For 8 weeks, they see elevates zinc values. "